Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report that the clip caused damage to the previously implanted clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds 80529u249) was advanced to the mitral valve and the clip was deployed at a2p2. The second cds (80529u247) was advanced to the mitral valve. During positioning, while retracting the cds and inverting the clip, there was interaction with the first implanted clip. The first clip detached from the anterior leaflet and remained on the posterior leaflet (single leaflet device attachment /slda). The second clip was deployed lateral of the slda clip and another clip was deployed medial for stabilization. Three clips were implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported device damaged by another (caused damage) appears to be a result of procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.